Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels tired and lethargic, was advised to seek medical attention. Customer did seek medical attention the next day of the initial complaint. Was advised his expected results fasting were 80-100mg/dl. Customer was felling physically fine. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 11/29/2016. States the doctor said his normal range is between 80-100mg/dl fasting and after eating his normal range is 100-150mg/dl. He read 125mg/dl at the doctors and states he feels fine.